Event description:
On (B)(6) 2012 - (B)(4) - the dealer stated that the customer, while using his 40918 cane, lost his balance, fell onto the cane and the toggle that holds the cane together cut him, and it required medical intervention, including six stitches. No malfunction of the cane indicated.